Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump alarmed an error code 10. They also stated that they were unable to turn the pump on or off. Mmdg followed up with the initial reporter who stated that they were provided with a new pump. They stated that there was approximately a four hour delay in the patients therapy while waiting for the new pump to be delivered, and that there is no other feeding route available. [(B)(4)].